Manufacturer narrative:
The pod was received deployed with damage observed to the top and bottom housing, exposing internal components. The soft cannula was not seen past the needle well. Upon inspection, the soft cannula was found to be bent and punctured. The exact cause and timing of the soft cannula damage could not be determined. The external housing damage and internal component damages align, indicating post-use damage. Internal damages include but are not limited to separation of the printed circuit board (pcb) from the chassis, fill port damage, fill rod detachment from the plunger, reservoir cap denting, and ratchet gear teeth damage. Battery voltages were observed to be low, and all data was lost due to the post-use damage. The exact cause of the reported communication error could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level reached 17.7 mmol/l (319 mg/dl). A communication error occurred with the device while the pod was worn between 1 and 4 hours on the leg. Upon inspection, the soft cannula was found to be bent and punctured.